Manufacturer narrative:
The reported event that the power cord of the transmitter caught fire was not confirmed and this event could not be reproduced. The visual inspection verified that the power plug on the ac power adapter sustained thermal damage; however, there was no other damage present on the transmitter or additional damage to the to the ac power adapter. The unit was plugged into a working ac electrical outlet once the original prongs were replaced with the testing prongs and the unit powered on successfully. Further analysis was performed using the testing prongs. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. The cause of the reported event was not confirmed, and the transmitter functioned following prong replacement and testing.

Event description:
During remote follow-up, the patient alleged that the transmitter power cord sustained fire damage. The transmitter was replaced and the patient was in stable condition with no adverse consequences.

Manufacturer narrative:
The reported event was confirmed and indicated the power cord of the transmitter caught fire, however this event could not be reproduced. The visual inspection verified that the power plug on the ac power adapter sustained fire damage; however, there was no other damage present on the transmitter or additional damage to the to the ac power adapter. The unit was plugged into a working ac electrical outlet once the original prongs were replaced with the testing prongs and the unit powered on successfully. Further analysis was performed using the testing prongs. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. The cause of the reported event was not confirmed, and the transmitter functioned following prong replacement and testing.